Event description:
A malfunction occurred on the customer's pump, resulting in the blood glucose level displaying a "high" reading, though the specific value was not known. There was an adverse impact on the customer's blood glucose level, as it exceeded 500 mg/dl. The customer had not taken any corrective actions before contacting due to being at work and had only just returned home. Technical support arranged for a replacement pump to be sent, and the customer will use a backup insulin pump for therapy.